Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that the insulin pump alarmed replace battery now without a low battery warning. Customer reported that there were no unattended alarms. Customer reported that this is the second occurrence for this issue. Customer's blood glucose reading at the time of the incident was not included in the report. Product is being returned and replaced.

Manufacturer narrative:
Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No power error noted during testing or in the formatted history file. No low battery alarm or replace battery now alarm noted during testing. No unexpected low battery alarm or replace battery now alarm noted in the formatted history file. However, power management parameters graph indicates connector resistance issues j6 at pcba 1. Formatted history file analysis confirmed unexpected replace battery alert due to connector resistance issues j6 at pcba 1. After disconnecting and reconnecting the internal battery connector at j6 pcba 1, the unit was monitored and functioned properly. Then the power management parameters graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Unit had minor scratched display window, scratched case, pillowing keypad overlay, scratched keypad overlay and a cracked retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.